Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of menorrhagia ("heavy bleeding during periods/ serious spotting between periods") in an adult female patient who had essure (batch no. 919037, a20059) inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. The patient's past medical history included multigravida, parity 2 (B)(6) 1997 & (B)(6) 2000) and abortion. She did not claimed that she is allergic and she experienced a hypersensitivity reaction to nickel or any other component of essure. Concomitant products included escitalopram oxalate (lexapro) since 2007 for anxiety and metronidazole for vaginitis and bacterial infection. On (B)(6) 2012, the patient had essure inserted. On an unknown date, the patient experienced menorrhagia (seriousness criteria medically significant and intervention required), ovarian cyst ("cyst on her ovary"), uterine polyp ("polyps on uterus"), mental disorder ("essure caused or aggravated any psychiatric and/or psychological condition") and treatment noncompliance ("she did not used birth control or contraception at the time of essure placement"). The patient was treated with surgery (laparoscopic partial-hysterectomy and removal of one ovary). Essure was removed on (B)(6) 2014. At the time of the report, the menorrhagia had resolved and the ovarian cyst, uterine polyp, mental disorder and treatment noncompliance outcome was unknown. The reporter considered menorrhagia, mental disorder, ovarian cyst, treatment noncompliance and uterine polyp to be related to essure. Diagnostic results (normal ranges are provided in parenthesis if available): body mass index was 22.2 kg/sqm. Ultrasound scan - in 2013: ovary cyst. Biopsy was performed on uterus after its removal, discovered polyp on (B)(6) 2013, she injected a dye and did an ultrasound as essure confirmation test. She did not used birth control or contraception at the time of essure placement. Most recent follow-up information incorporated above includes: on (B)(6) 2018: the case will be deleted from bayer pv database. Nullification reason: this case was identified as duplicate of (B)(4). Incident: at the time of reporting, there is no evidence that a device-related defect or malfunction caused a death or serious injury. If additional information becomes available it will be provided on a supplemental report.

Event description:
This spontaneous case was reported by a lawyer and describes the occurrence of menorrhagia ("heavy bleeding during periods/ serious spotting between periods") in an adult female patient who had essure (batch no. 919037, a20059) inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. The patient's past medical history included multigravida, parity 2 ((B)(6) 1997 & (B)(6) 2000) and abortion. She did not claimed that she is allergic and she experienced a hypersensitivity reaction to nickel or any other component of essure. Concomitant products included escitalopram oxalate (lexapro) in 2007 for anxiety and metronidazole for vaginitis and bacterial infection. On (B)(6) 2012, the patient had essure inserted. On an unknown date, the patient experienced menorrhagia (seriousness criteria medically significant and intervention required), ovarian cyst ("cyst on her ovary"), uterine polyp ("polyps on uterus"), mental disorder ("essure caused or aggravated any psychiatric and/or psychological condition") and treatment noncompliance ("she did not used birth control or contraception at the time of essure placement"). The patient was treated with surgery (laparoscopic partial-hysterectomy and removal of one ovary). Essure was removed on (B)(6) 2014. At the time of the report, the menorrhagia had resolved and the ovarian cyst, uterine polyp, mental disorder and treatment noncompliance outcome was unknown. The reporter considered menorrhagia, mental disorder, ovarian cyst, treatment noncompliance and uterine polyp to be related to essure. Diagnostic results (normal ranges are provided in parenthesis if available): body mass index was 22.2 kg/sqm. Ultrasound scan - in 2013: ovary cyst biopsy was performed on uterus after its removal, discovered polyp on (B)(6) 2013, she injected a dye and did an ultrasound as essure confirmation test. She did not used birth control or contraception at the time of essure placement incident at the time of reporting, there is no evidence that a device-related defect or malfunction caused a death or serious injury. If additional information becomes available it will be provided on a supplemental report.